Manufacturer narrative:
Actual event date unknown. Event occurred between (B)(6).

Event description:
Evaluation summary: analysis of the returned resolute onyx device showed evidence of stent damage on the device. The proximal section of the stent was deformed, the location of the damage was on the 22nd and 23rd distal segments with raised and deformed struts.

Event description:
It was reported that while attempting to treat a lesion in the cx using a resolute onyx drug eluting stent, the proximal end of the stent caught on the distal end of a guide liner while positioning the stent prior to deployment. No patient injury occurred and no clinical sequelae were reported. Please note that this device (resolute onyx rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation codes: results/conclusions - stent caught on the distal end of a guide liner. Manufacturing controls in place to ensure quality of product - stent caught on the distal end of a guide liner. No device returned for evaluation. (B)(4).